Event description:
The lens migrated out of the capsular bag and into the anterior chamber. The lens was explanted.

Manufacturer narrative:
This lens is sold in the USA under model mi60lus. The exact dates were not provided. These are estimated dates.